Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Customer administered a correction bolus via the pump to address bg.